Event description:
It was reported that the transesophageal x8-2t transducer had an external puncture, resulting in failed electrical testing. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The failure was discovered after the transducer was removed from the patient when the open-heart surgery was completed. No patient or user was harmed as a result of the issue. The initial information received indicates the transducer passed testing for use prior to the procedure, and the failure was an accidental incident caused by the patient biting down during removal of the transducer. The transducer was taken out of service after the issue was discovered. Philips has started an investigation, and upon completion, a follow up report will be submitted.